Manufacturer narrative:
Information, that the nail was broken. The internal investigation was performed. The nail was examined by an expert. The fracture is at the weld. It is not a dynamic fracture. The fracture is probably due to high force influence. Since the mating part is not available, no further examinations can be performed.

Event description:
Information that the nail was broken.